Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip g4 system instructions for use (IFU) states ¿ do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of the damaged product may result in cardiac injury.¿ based on available information, the reported failure to follow step was due to user deviation from the IFU. The reported user error of curving cds more than 90 degree contributed to the reported clip opening while establishing final arm angle. There is no indication of a product issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This is filed to report clip open - establishing final arm angle/efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, the clip opened while locked when establishing final arm angle/efaa. It was noted that too much "m" knob was applied resulting in the cds to be curved more than 90 degrees. The cds was removed with the clip attached and another cds was used to successfully complete the procedure. One clip was implanted, reducing mr to 1+. There were no adverse patient effects and no clinically significant delay.